Event description:
It was reported by the customer that the device was displaying a service icon and had an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a capacitor, designator c160. This component leaked voltage and the pacer turned on when the mock-up device was powered off. This shut down the circuitry. The pacer high voltage was disabled and no therapy could be delivered.